Manufacturer narrative:
Reported event: an event regarding disassociation and fretting involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate 12 devices were manufactured and accepted into final stock on 29-nov-2006 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the components were disassociated and periprosthetic metallosis with wear of the femoral neck of the stem was noticed during revision surgery. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
Dr. Reported: "disassembly of the prosthetic implant left hip on (B)(6) 2020. Prosthetic implant worn. On (B)(6) 2020, patient operated for revision. Periprosthetic metallosis with wear of the femoral neck of the stem. Stem and head explanted and replaced with a revision prosthetic".

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Not returned.

Event description:
Dr. Reported: "disassembly of the prosthetic implant left hip on (B)(6) 2020. Prosthetic implant worn. On (B)(6) 2020 patient operated for revision. Periprosthetic metallosis with wear of the femoral neck of the stem. Stem and head explanted and replaced with a revision prosthetic".